Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer's wife tested him on the mobile system at 1:22 am and received a result of hi (result > 600 mg/dl). Customer was sweating and losing consciousness at the time of this result and passed out. Immediately afterwards, his wife called the ambulance. Upon their arrival the customer was treated with a glucagon injection. At 2:01 am (approximately 30 minutes after the glucagon injection) customer was tested on his mobile system and received a result of 475 mg/dl. Within 10 minutes, the dr's meter provided a result of 130 mg/dl. Customer received no further treatment and was not transported to the hospital. Customer has since recovered and his currently feeling fine. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.